Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post-operatively to a cryo ablation procedure, the patient experienced vomiting and nausea the following day. Endoscopy confirmed gastric peristalsis disorder and gastric nervus vagus disorder. The patient was given proton pump inhibitor (ppi) and the hospitalization was extended two days. The symptoms resolved. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the data files for the date of the reported event were returned and analyzed. The data files showed sixteen applications were performed with balloon catheter, 2af284 with lot 08787, without any issue on the date of the event. In conclusion, there is no indication of product malfunction and no product was returned. The reported clinical issue can not be confirmed through data analysis. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.